Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿puncher or die shoe damaged/broken¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: a labeling review is not required because a review of the label could not have prevented this issue. The device was not returned

Event description:
It was reported that the holes at the end of the intermittent catheters were not punctured, which as a result was not allowing the fluid to flow through. Also stated that the label affixed on the outside of the packaging was very confusing as to what components were sterile especially when the customer was trying to keep the environment sterile for the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the holes at the end of the intermittent catheters were not punctured, which as a result was not allowing the fluid to flow through. Also stated that the label affixed on the outside of the packaging was very confusing as to what components were sterile especially when the customer was trying to keep the environment sterile for the patient.